Event description:
Customer reported that the insulin pump shuts off for no reason and then turns back on. Customer had a blank display. Customer stated that there were scratches all over the screen of the insulin pump from hitting the floor and being bumped. Customer also reported that the insulin pump has been worn during rain, has been exposed to sweat and moisture. Buttons were noted to have a delayed response and the customer also mentioned receiving a no delivery alarm. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 46 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.